Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a low battery alarm. She changed the battery 4 times but the battery icon appeared full and was unable to press any buttons on the insulin pump. The buttons were not responding and only heard a squealing noise. Customer's blood glucose level was 146 mg/dl. The constant tone did not disappear. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad trace. The pump had a watchdog alarm anomaly due to moisture damage on the electronic assembly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.